Event description:
It was reported while using bd phoenix¿ m50 automated microbiology system, staphylococcus aureus was misidentified as staphylococcus epidermidis. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that they were getting misidentification of results, most commonly with staphylococcus epidermidis when the expected result was staphylococcus aureus. Several attempts were made to get in contact with the customer to get more information, however, there was no response from the customer. No additional information was provided. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed no previous cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.5. PMA / 510(k)#: k040099, k131331. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phoenix¿ m50 automated microbiology system, staphylococcus aureus was misidentified as staphylococcus epidermidis. There was no health impact or consequences reported.